Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2018 with the following findings: the battery compartment was found to be cracked. The pump powered on to a blank display screen. There was evidence of moisture on the display screen. Further moisture was found on the internal components of the pump.